Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber/glass cap is detached and returned. The fiber is proximally fractured at uv glue zone. The fiber cap exhibits drilled through condition. There is some white unknown substance noted inside the distal end of fiber cap. The glass cap exhibits severe devitrification at the output area, and severe detritus adhesion around output area. The heat shrink tubing exhibits signs of melting. The greenlight text, red octagonal sign and blue arrow indicator are erased. The fiber appears blackened near the heat shrink tubing open end. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a procedure the fiber tip broke after 153,186 joules and 31:02 minutes of use. The tip of the fiber was not cleaned during the procedure. A second fiber was utilized to complete the procedure. There was no injury to the patient.

Event description:
It was reported that during a procedure the fiber tip broke after 153,186 joules and 31:02 minutes of use. The tip of the fiber was not cleaned during the procedure. A second fiber was utilized to complete the procedure. There was no injury to the patient.